Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two week later a revision surgery was performed in which a hole in the reservoir was identified. The pump was removed and replaced. The original reservoir was left inside the patient and a new reservoir was implanted. No patient complications were reported.